Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where main drawer 5 failed and could not be recovered. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 was not opened and displayed the error message as "failed to stay close." A field service engineer (fse) inspected the latch sensor and its cable and confirmed that both were functioning properly. The fse then identified that the magnet on the inseparable unit was missing. The fse replaced the inseparable unit. The fse logged into hta (hardware test application) to verify the functionality of the system and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.